Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported that this event involved a (B) (6) female patient (pt) with a synoptic right brachial vein. She previously had many chest surgeries. The catheter was inserted via left subclavian to deliver tpn; however, the catheter would not advance. Under fluoroscopy, while removing the spring wire guide (swg), the physician encountered difficulty. The swg appeared to be a very thin thread & began to unravel. He attempted to pull back the swg & it became caught on the sheath. Another attempt was made as the physician pulled back on the swg (approximately a half cm) under the skin & this is when he felt the swg come out of the pt. As a result, the swg became separated & a 1-2 mm wire segment remained in the pt. Pt was seen by a cardio thoracic surgeon & he ordered an ultrasound. The surgeon advised to leave the retained swg segment in place & he was hopeful it would surface. As a result, a triple lumen catheter was placed in the patient's right jugular vein. On 3/18/2010, another phone call was placed to the physician. The last ultrasound revealed the swg segment is superficial & the patient is doing fine.